Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-corrected for a high blood glucose (bg) and bg lowered to below 40 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer's father provided fruit to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.